Event description:
Patient presented back to the physician with the ipg eroded through the skin at the chest incision site after undergoing radiation in the area. Physician brought the patient into the operating room, placed the ipg deeper, re-sutured, and closed.

Event description:
Patient presented to the physician with swelling at the ipg site. Physician prescribed antibiotics. Patient presented back to the physician with redness at the ipg site. Physician prescribed another round of antibiotics.